Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported the patient was having to charge more than patient used to. It was stated the ins wasn't staying charged and it had happened before. It was noted patient was told patient wasn't probably fully charging ins, and had adjustment made to patient¿s setting at the time. Patient stated the ins had ¿died¿ before because patient lost the luggage and ins recharger was in patient¿s luggage. It was mentioned ins died because ins needed to be charged. Patient found the luggage and was able to charge ins, patient had to charge 2 to 3 times a month. It was noted patient had ins for 6 years and was unsure if ins needed to be changed. Patient didn't mess with patient¿s setting and could charge their ins 100% full. Patient didn't drive, and ins was implanted in patient¿s leg. No further complication and no symptoms were reported.